Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The lead was programmed to maximum outputs, which, resulted in the pacemaker battery status decreasing to eight months remaining. A lead and device revision procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was surgically abandoned and replaced, and the device was explanted and replaced. No additional adverse patient effects were reported.